Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the harvester was cauterizing the first branch, the bisector did not cut and there was lots of smoke. Then, staff could not get the cautery to work. The bovie cord was switched out with the same results. A replacement unit was used to complete the procedure with the original bovie cord. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed no non-conformities. Resistance measurements were within specifications. The device was connected to a reference power source (valley lab-2 generator) and a saline-soaked gauze pad was placed between the two bisector elements. With the application of power, steam could be seen coming from the bisector. This pre-cautery test was conducted several times while extending, retracting, and rotating the bisector shaft. The result still showed that steam was seen coming from the top and bottom electrodes. The reported failure could not be confirmed.